Event description:
It was reported that the system caused a corneal burn. The surgeon was able to complete the procedure. Only the first patient of the surgery day was affected. Through follow up we learned that there were no negative effects for the patient at the moment. Error message ¿error 204 phaco handpiece error¿ was shown during the surgery. No further information is available. A separate report is being submitted for the handpiece. No further information is available.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Telephone number: (B)(6). Device evaluation: the system was evaluated by a field service engineer (fse). No problem was found in the system the system is within johnson & johnson surgical vision (jjsv) specifications. Manufacturing records review: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) and system and its components met all specifications prior to being release. No device failure was identified. Conclusions: based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section b4 date of this report - in follow report #1 the date of this report was submitted as july 19, 2022 however the correct date is july 21, 2022. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Correction: section b3 date of event: in the initial report the date of event was submitted as june 21, 2022 however, the correct date is june 16, 2022. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.